Event description:
It was reported that during a coronary artery stenting procedure, the stent was damaged. The physician opted for the liberte stent to treat a pt with ami (acute myocardial infarction). The tight lesion was predilated with a balloon catheter. The physician advanced the delivery system to the lesion, but there was difficulty crossing the lesion. The physician pushed the device several times, but it would not cross the lesion. On removal, it was noted the stent was lifted. The lesion was treated with another manufacturer's bare metal stent. There were no reported pt complications and the pt's status following the event was reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.